Event description:
A breast plan with appropriate fields was created in raystation and treated one fx on an elekta linac. It was discovered that the jaw was too far retracted and that an over-irradiation had occurred. The mistreatment was caused by incorrect calibration of the jaw positions on the linac. Jaw positions were 1cm off compared to the planned position. Impact on patient not known. There was no malfunction or use error involving raystation. However, if jaws and mlc had been aligned in the plan, the error in the linac calibration would have had less impact and we decided to report the event anyway. Additional options for auto-aligning mlc and jaws will be investigated to improve usability.

Event description:
Follow-up of report rsl: MDR 3007774465-2020--00002 61176. Incorrect calibration of jaw positions. There was no malfunction or use error involving raystation. A breast plan with appropriate fields was created in raystation and treated one fx on an elekta linac. It was discovered that the jaw was too far retracted and that an over-irradiation had occurred. The mistreatment was caused by incorrect calibration of the jaw positions on the linac. Jaw positions were 1cm off compared to the planned position. Patiet was overirradiated but no serious adverse events have been reported. However, if jaws and mlc had been aligned in the plan, the error in the linac calibration would have had less impact. Additional options for auto-aligning mlc and jaws had been investigated to improve usability.

Manufacturer narrative:
There was no malfunction or use error involving raystation. However, since the bld positioning from raystation contributed to the effect of the calibration error, we decided to report.